Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue and declined further troubleshooting from tandem technical support. There was no reported impact to the customer¿s blood glucose level.